Event description:
It was reported that the shaft broke after crossing a calcified lesion. The lesion was crossed more than once. The distal part was still in the pt, but removed completely after an additional intervention. There were no pt consequences.